Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device was received at headquarters for investigation. Despite repeated requests, no information has been received with regards to the circumstances leading to explantation.

Manufacturer narrative:
Conclusion: device investigations revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Despite requested, no additional information has been received. Other damages found during investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Explanted device was received at the manufacturer for investigation. Despite repeated requests, no information has been received with regards to the circumstances leading to explantation.